Event description:
Info received indicates the left siderail will not stay up and two of the siderail tubes are disconnected.

Manufacturer narrative:
The tech replaced the siderail latch bolt and nut and the ratchet rivets on the siderail tubes to repair the stretcher.